Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had received a reservoirs that have been leaking back through the o rings. Customer stated they used nine reservoirs from two different boxes. Customer has all ready reverted to back up plan. No moisture noted on the insulin pump. Customer's blood glucose was 8.6mmol/l. No further information reported.